Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting and seemed to have too much glue underneath. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event log confirms the cassette error. Functional testing revealed the unit alarms downstream occlusion randomly. The downstream occlusion seal was replaced and the sensor was recalibrated to address this issue. The device then passed all testing.

Event description:
It was reported that the pump had failed the downstream test during testing. Evaluation of the returned device confirmed the unit alarms downstream occlusion randomly and the downstream occlusion seal was lifting.